Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the trilumen insulation of the lead had abraded through to the rate/sense lumen approximately 305-315 mm from the terminal pin. Webbing damage was also noted in the area between all of the conductors as well. Due to the location and type of abrasion that was seen with this lead, it was likely the reported clinical observations were the result of entrapment of the lead in the clavicle/first-rib region.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that oversensing of noise was observed on the rate/sense portion of this right ventricular (rv) lead which led to the delivery of inappropriate anti-tachycardia pacing. Multiple low out of range pacing impedance measurements of less than 200 ohms have also been observed. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.